Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl 600mcg/ml at 211mcg/day, hydromorphone 15mg/ml at 5.29mg/day, bupivacaine 12mg/ml at 4.2mg/day and ketamine 900mcg/ml at 317mcg/day via an implantable pump. The indication for use was non-malignant pain. It was reported that the patient has had a 2 year history of not getting good pain relief. On (B)(6) 2018 the physician attempted a cap cap (catheter access port) dye study but was unable to aspirate freely from the cap (catheter access port). Per the reporter ¿he only got a few drops of fluid¿. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a company representative that reported there were no actions or interventions taken to resolve not being able to aspirate freely from the cap (catheter access port). The cause of not being able to aspirate freely from the cap (catheter access port) and the patient¿s weight at the time of the event was unknown at this point. The current status of the device was noted as implanted, revision not yet scheduled. No further complications were reported.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 11-dec-2018 that reported the catheter was kinking and occluded near the anchor. The physician suspected it was more of an anchor issue versus the catheter. The physician felt the position of the anchor in the fascia with the catheter might have something to do with the issue. The catheter was replaced. No further complications were reported or anticipated.